Event description:
Pt admitted with recurrent dislocation of right total hip prosthesis. The pt originally underwent right total hip arthroplasty in 6/1996. Over the last months the pt has had 3 posterior dislocations which have required closed reduction. Due to recurrent dislocation the pt had revision of right total hip arthroplasty with conversion to a constrained prosthesis.